Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain, initially minor and then gradually increasing") in an adult female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced abdominal pain lower (serious criteria medically significant and clinically significant/intervention required), menorrhagia ("heavy menstrual bleeding") and dysmenorrhoea ("severe menstrual pain"). The patient was scheduled for hysterectomy on (B)(6) 2016. At the time of the report, the abdominal pain lower, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, menorrhagia and dysmenorrhoea to be related to essure. The reporter commented: doctors and medical staff disassociated the symptoms from the devices until recently, when a medical professional recommended she have a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2015: hysterosalpingogram result was not provided. Company causality comment: an adult female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe lower abdominal pain, initially minor and then gradually increasing. Approximately 2 years after insertion a hysterectomy was planned. The event, serious due to medical significance, is anticipated in the reference safety information of essure. Lower abdominal pain may occur with essure use. In this particular case, no clinical or imaging details were provided as specific reason for the hysterectomy. Based on the sparse information, a causality of essure inserts cannot be currently excluded (related). The case was classified as incident since device removal will be required. Non-serious events were additionally reported. A technical product analysis is awaited. Further information is expected only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain, initially minor and then gradually increasing") in an adult female patient who had essure (batch no. C95072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In december 2014, the patient experienced menorrhagia ("heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery (she was scheduled for hysterectomy on 26-sep-2016). At the time of the report, the abdominal pain lower, menorrhagia, dysmenorrhoea, vaginal haemorrhage and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: doctors and medical staff disassociated the symptoms from the devices until recently, when a medical professional recommended she have a hysterectomy. Currently planning for essure removal: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 3-jun-2015: total bilateral occlusion; in july 2015: not provided most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received: plaintiff reporter information added,patient demographic details added,lab data added,product start date updated,product lot number added,event was clubbed- heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia) and event was added- vaginal bleeding,pelvic pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain, initially minor and then gradually increasing") in an adult female patient who had essure (batch no. C95072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery (she was scheduled for hysterectomy on (B)(6) 2016). At the time of the report, the abdominal pain lower, menorrhagia, dysmenorrhoea, vaginal haemorrhage and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: doctors and medical staff disassociated the symptoms from the devices until recently, when a medical professional recommended she have a hysterectomy. Currently planning for essure removal: yes essure retracted and deployed with 16 trailing coils on the right side, and 10 trailing coils on the left side. All instruments removed and procedure terminated. No complications, tolerated well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; in july 2015: not provided. On (B)(6) 2015 : post-essure hysterosalpingography : injection of contrast performed, no evidence of spill of contrast beyond the uterus. Impression: successful hysterosalpingogram with no evidence of peritoneal spill, and findings consistent with a successful essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 11-jan-2017: ptc investigation result. Company causality comment: an adult female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe lower abdominal pain, initially minor and then gradually increasing. Approximately 2 years after insertion a hysterectomy was planned. The event, serious due to medical significance, is anticipated in the reference safety information of essure. Lower abdominal pain may occur with essure use. In this particular case, no clinical or imaging details were provided as specific reason for the hysterectomy. Based on the sparse information, a causality of essure inserts cannot be currently excluded (related). The case was classified as incident since device removal will be required. Non-serious events were additionally reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information is expected only through the litigation process.